Event description:
A caller reported a cgm error 42 related to the g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset and guided the caller through the process. After the reset, the pump no longer displayed the cgm error code, and the caller successfully started their sensor session.